Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. There were no software faults found. Fdm 10, fdr 213, and fdc 67 are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: 1.2.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the site was unable to load an exam. The site had attempted two other discs before calling technical services (ts). It was reported that the system would state it was attempting to read the digital intercommunication of medicine (dicom) but then the message would go away and nothing would happen. The site checked a non-medtronic dicom solution to see if the exam would load that way but that did not resolve the issue. A manufacturer representative logged into the admin and opened up the disc which showed the director file and exam contents. The exam contents were moved into a folder on the desktop to attempt to load through the file system, but the issue remained. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was noted that the same exam loaded without issue onto a different navigation system.

Manufacturer narrative:
D10/h2/h3: software logs have been received however analysis has not been completed at this time. H2/h3/h6: internal analysis was done by a representative. It was noted that when archiving from the scanner, the disc that didn't work had the patient anonymized and the eliminate patient tag checked in the options. When those options were not selected, the exam seems to work. Codes 10, 213 and 67 reflect this internal analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.